Event description:
The customer stated they had started using a new lot of rubella-g reagents, 55922m100 and 56323m100, and the low quality control started shifting upward and has been erratic since using the new master cal lot# 51056m200 on the axsym analyzer. All the maintenance was up to date, and they performed a mup decontamination. The customer ordered new calibrators and reagents. Upon receipt of the new reagent and master cal, the calibrations failed with error code 1048: calibration check failure, cal a/b ratio too high. Field service replaced the solution 1 heater due to temperature error messages, performed a temperature check and a dispense check, which were all ok. The abbott customer technical advocate sent the customer a new lot of controls. A follow-up revealed that the customer had begun using a new rubella reagent lot with the master cal and the negative control was recovering within specifications. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.